Manufacturer narrative:
It was reported that after implant, left ventricular rupture occurred; there was a slight tear in the left ventricular wall. Information from field indicated that the patient's septum was significantly thickened. However, the valve was implanted with no reported discomfort. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the reported rupture was possibly from the patient's anatomical factors. However, the root cause could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the rupture was repaired with a bovine pericardial patch. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was selected for implant. The patient's septum was significantly thickened. The valve was implanted with no reported discomfort. However, after implant, left ventricular rupture occurred; there was a slight tear in the left ventricular wall in the ac-p1 direction. The rupture was repaired with a bovine pericardial patch. The cause of the rupture "cannot be determined." However, it was reported that it was "possible that the anatomical factors" could have caused rupture due to the stent post. The epic valve was removed and replaced with a new 25mm masters series mechanical heart valve. The patient was reported to be recovering under observation.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.